Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that the patient presented for follow-up on (B)(6) 2009, the patient had experienced a sensation of palpitations with exertion but at the time, diaphragmatic stimulation could not be elicited. The device was reprogrammed and the symptoms seemed to have been resolved. It was reported that the patient presented for lead revision and device change out procedure on (B)(6) 2016. The left ventricular lead exhibited diaphragmatic stimulation despite having a history of reprogramming and the right atrial lead exhibited noise. Both leads were explanted and replaced successfully.